Event description:
It was reported that caller experienced difficulty seeing insulin drops at end of tubing during fill tubing step and also encountered repeated pump alarm 25 that prevented cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer was guided to properly remove air from cartridge, fill and load new cartridge, disconnect tubing and refill when no drops were seen, replace tubing when insulin accumulated at cartridge pigtail, and then successfully resume insulin delivery, and customer planned to use multiple daily injections as backup and expressed interest in obtaining out-of-warranty loaner pump.